Event description:
It was reported that the patient underwent posterior fixation from l3 to s1. Sometime post-op, the patient fell and as a result, both l3 pedicle screws broke. X-rays confirmed the two broken pedicle screws. Reportedly, fusion did occur. The screws remain implanted in the patient. No additional surgery is scheduled at this time.

Manufacturer narrative:
(B) (4): the product was not returned for evaluation. X-rays showed single lateral view of peek pedicle screw construct from l3-s1 with interbody device only at l5. The screw at l3 is broken. A review of the device history records did not identify any applicable non-conformance to specification.